Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical light. As it was stated, the circlip from spring arm was loose. There was no injury reported, however, we decided to report the issue in abundance of caution as the problem with circlip may cause detachment of parts, and it can lead to serious injury or worse. It was established that when the event occurred, the surgical light failed to meet its specification, as circlip from spring arm was loose, and it contributed to the reported event. The device was not being used for patient treatment nor diagnosis at the time when the event occurred, as issue was discovered during morning setup. During the investigation, it was found that the reported scenario has never led, to date, to serious injury or worse. The manufacturing site performed an investigation. Subject matter expert decided that event occurred due to circlip which was not fully seated in its groove. The root cause is an incorrect fitting during installation or spring arm replacement for maintenance. All the procedure and reminders about the correct fitting of this circlip are detailed in all installation manuals lights where it is involved. This mounting is a critical operation and must be performed according to the rules. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue. The correction of d4 catalog # and h4 manufacture date deems required. This is based on the internal evaluation. Previous d4 catalog # ardvst229019a; corrected d4 catalog # ard568831960; previous h4 manufacture date 2020-06-30; corrected h4 manufacture date 2020-07-01.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with volista standop surgical light. As it was stated, the circlip from spring arm was loose. There was no injury reported, however, we decided to report the issue in abundance of caution as the problem with circlip may cause detachment of parts, and it can lead to serious injury or worse.